Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a shoulder replacement surgery. During the procedure, it was noted that the pacemaker exhibited loss of ventricular capture while a magnet was placed over the device. No changes or interventions were performed; the pacemaker will continue to be monitored. The condition of the patient is unknown.